Event description:
Situation: defective crrt m150 set (infor #: (B)(4)). Background: during prime of set with sterile saline, the machine had multiple alarms. Crrt set was inspected, and a kink was noted in the pbp (pre blood pump) tubing near the pbp pump, so the pump is unable to pull fluid normally. Attempted to straighten kink, and it would not stay straight. Assessment: manufacturing flaw in m150 set. Problem identification: set sequestered for inspection (it was not used on a patient and is filled with sterile saline only). A blue sticker was placed on the tubing near the crimp to make it easier to locate. Lot# 23e0092cb, manufactured [redacted date], expiration date [redacted date]. Manufacturer response for m150 set, m150 set (per site reporter). [Redacted date] asked site to confirm location of the product. [Redacted date] - rep. [Redacted name] responded that he submitted the complaint, and an RMA w/mailer will be sent.